Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.

Event description:
It was reported that the 7600 system is not taking images. This happened during a case, but the case was completed and there was no pt injury.